Event description:
It was reported that the right atrial (ra) lead pacing impedance measured greater than 3000 ohms, which was out of range, on this implantable cardioverter defibrillator (ICD) system. Technical services (ts) analyzed device episode data and found that there were two stored signal artifact monitor (sam) episodes with respiratory rate trend (rrt) noise and oversensing which caused the rrt feature to become disabled. In addition, there were two atrial tachy response (atr) episodes with non-physiological noise on the ra lead channel with oversensing. The p-wave continued to be present so there was no pacing inhibition. Ts advised in-office lead evaluation and possible replacement. No adverse patient effects were reported. Currently, this ICD system remains in service.